Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a afib persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. A patient came in for an afib and cavotricuspid isthmus (cti) ablation. They stopped anti-coagulation 24hrs prior to the procedure. Heparin was given post transeptal puncture (tsp) and act was monitored throughout. After tsp the anesthetist wanted to pace the patient to increase blood pressure but because they were in atrial flutter (afl), they were unable to do so. A left sided wide antral circumferential ablation (waca) was performed with first pass isolation. They moved lasso to right sided veins and then cardioverted patient so they could test for phrenic nerve capture. Because they were bradycardic post direct current cardioversion (dccv) they paced patient from carto sound (cs) 9-10 at 750ms. A right sided wide area circumferential ablation (waca) was performed and then it was noted during that an effusion was starting to appear on cartosound. The right sided waca was finished, and catheters were pulled from heart. Protamine was given to reverse heparin. Carto sound remained in situ to pace patient. Echo tech was called and then performed an on-table echo to confirm tamponade. Pericardial drain was then inserted, and then the patient went off to ICU. No high forces noted during procedure. Catheter zeroed appropriately in left atrium. The surgery was delayed due to the reported event. The procedure was not completed successfully. No fragments were generated. They were unable to perform cti ablation because of the tamponade. There were patient consequences of cardiac tamponade. The medical intervention provided was pericardial drain was placement on the table. The patient is not part of a clinical study. The patient is alive. Bwi sales consultant spoke with physician and hopefully the patient was expected to leave out of the ICU on (B)(6) 2022. In the surgeon's opinion the cause of the tamponade/effusion was the procedure, likely occurred when performing transseptal puncture from right atrium to left atrium. The patient hospitalization has been extended. The procedure was not completed, the pvi was finished but the cti ablation was not performed. The adverse event occurred on (B)(6) 2022. The patient is now out of ICU. A transseptal puncture was performed using a st jude brk1-xs. There was no evidence of steam pop. The event likely occurred during tsp. It was noted during ablation phase an irrigated catheter was used in the event, the flow setting was tsf catheter, low flow 2ml/min with high flow 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability were used were: anterior 3mm tag size, settings of 3mm, 3secs, 25%, 3grams with target tag index 450 and posterior: 3mm tag size, settings of 3mm, 3secs, 25%, 3grams with target tag index 400. Respiration gating was used as an additional filter with the visitag. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 10-may-2022, the product investigation was completed. It was reported that a 74-year-old male patient underwent a afib ¿ persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30653074l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).